Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(6); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that when recharging the implanted neurostimulator (ins) the recharger cord where it goes into the donut got really hot to the point where it was burning the pt's skin. Patient had to take a break and restart the charging session because if they did not stop charging the patient would get a bunch of error messages including stop call medtronic system problem 03. The recharger (rtm) was burning the pt for it was incredibly hot and if they did not take a break they would have to go to the hospital with a melted butt. The pt was in too much pain to keep functioning and the rtm was leaving a mark on the pt so they have to put ice on themselves. Patient noted they had to charge several hours every night because of the high voltage; the pt said this was for the newer ins for the cervical. A replacement rtm as sent out.